Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2012, due to an infection. It was also reported that the patient is being treated with IV antibiotics.it is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
This report is filed (B)(4), 2012.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012; the patient has not been reimplanted with a new device as of the date of this report. As of (B)(6) 2012, the patient remained hospitalized and was receiving IV antibiotics. This report is filed (B)(4), 2012.